Event description:
It was reported a pump memory error occurred when trying to update the pump for the first time post implant. There were sources of emi present. It was possible to update after a second attempt.